Event description:
It was reported that the implantable pulse generator (ipg) would no longer hold a charge and the patient had inadequate pain relief. The patient underwent an ipg replacement procedure wherein a magnetic resonance imaging (MRI) compatible device was implanted. The patient was doing well postoperatively and the explanted device was kept by the medical facility. No device malfunction was suspected.